Event description:
It was reported that the ventilator did not start. Moreover, ac/dc converter was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. It was found that ac/dc converter had traces of oxidation. Ac/dc converter converts the connected ac power to the internal dcsupply voltage +12 v_unreg. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. In order to conduct further analysis of the case, more detailed information is required. Since found liquid cannot be identify and how it entered into the unit, the device's logs nor claimed part were not available for further analyze, the investigation findings do not lead to a clear conclusion about the root cause of the reported event. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name and # d4 version or model# was required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).